Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor device was returned for evaluation. The device was visually inspected and failed with a missing applicator. The sensor wire is considered detached because it is missing. The reported detached needle/cannula event was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient reported a detached cannula. The sensor was inserted into the arm on (B)(6)2017. No additional event or patient information is available. No product was provided for evaluation. The reported event of a detached cannula could not be confirmed. A root cause cannot be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.